Event description:
Customer reported that a patient sample known to contain anti-cw was negative in an identification assay using capture-r ready ID on galileo. When tested with capture-r ready screen 4, the sample was positive.

Manufacturer narrative:
The reactivity of the cw antgen was confirmed on retention crrid, lot id102. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.